Manufacturer narrative:
On (B)(6) 2019, the mentor product analysis lab received the device for evaluation. On (B)(6) 2019, mentor received additional information about the suspect device. The suspect medical device is a mentor siltex round moderate profile 350cc saline breast prosthesis, catalog #3542655, lot #5745732, serial number unknown, PMA #p990075, UDI #(B)(4)the device history record (DHR) of lot number 5745732 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient noticed that her left prosthesis was deflated. In addition, she reported feeling swelling in the arm pit and arms, and a bit of pain when raising her left arm. Deflation was later confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018.